Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a megaesophagus procedure, the rubber of the trocar became very flexible, as if it was stretched when the surgeon manipulated the forceps. As a result, there was an air/gas (co2) leaked. Due to the loss of carbon dioxide (co2), the surgeon had to use a larger amount. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. A visual inspection of the returned video noted the video showed an unknown device inserted into the port during a surgical procedure. The seal showed no signs of cuts or being disengaged. The visual inspection of the returned product noted the obturator was received inserted in to the cannula, prolonged insertion can cause the duckbill seal to become stretched. The trocar and cannula appeared intact. The circular seal and duckbill seal were visibly stretched out. Functionally, the device failed an air leak test. The product was shipped back with the obturator inserted in the cannula and therefore the length of time it was inserted during shipment may have also resulted in the stretched seals. It was reported that the rubber seal has been decoupled. As a result, there was an air/gas (co2) leaked. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a megaesophagus procedure, the rubber of the trocar became very flexible, as if it was stretched when the surgeon manipulated the forceps. The rubber seal has been decoupled. As a result, there was an air/gas (co2) leaked. Due to the loss of carbondioxie (co2), the surgeon had to use a larger amount. There was no patient injury.